Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged visualization of particles. There was no report of harm or injury the device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of liquid ingress and contamination in the blower box and in the airpath, inside of device, as well as throughout the devices. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed 13 instances of: e-101 error. The manufacturer concludes the contaminates found were consistent with liquid ingress and an unknown contaminat, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.